Event description:
The unit cannot charge the battery, after enter the tsw. We found that the power supply was broken.

Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. The issue occurred during the patient's ventilation. The root cause was determined to be a defective power supply due to the aging of the device. In consequence the power supply was replaced. There was no patient or user harm.